Event description:
When the sheath was placed for drilling of the screw; it did not line up at all. It failed to line up which caused the drill bit to hit and begin to drill into the nail itself. This caused the doctor to do it free hand; which delayed the case by thirty (30) minutes.